Event description:
I had a prostrate ultrasound exam done on (B)(6) 2025 at (B)(6). As soon as the technologist began the procedure I felt as if I was impaled by the probe. I was in intense pain during the entire procedure. My anus, rectum, and prostate was injured during the procedure. I was in constant pain for seven days and was in intermittent pain for an additional three days after the seven days. I was in discomfort until (B)(6) 2025 due to the injuries. The facility manager refused to give me any information regarding the probe other than the probe was a transrectal probe. I filed a complaint with customer service and (B)(6) customer service wrote me a letter and wrote that the probe used was a ge-ic5-9. I searched the FDA database twice one along with altar a FDA employee and we could not find any listing for approval for this device.